Event description:
It has been reported that upon insertion of the catheter into the licox bolt (ip2), the icp level was 4mmhg. The compression cap was turned approx four times and the icp reading changed to 12 mmhg. The surgeon expressed dissatisfaction with the change and does not "trust" the reading. The device was removed in 2008.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation, and an investigation has been initiated.